Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed tip damage (ovalized), and there was slight damage (tear) to the collar. The collar and distal tip were also measured, with both ends meeting specification. The interventional device used in the procedure was not returned for analysis, so a 4.0mm lab supplied stented balloon was used for functional testing. The stented device was loaded into the collar of the guidezilla and advanced without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03jan2018. It was reported that the device was unable to cross the area before reaching the lesion and stent delivery was difficult. A guidezilla¿ ii long guide extension catheter was selected for a percutaneous coronary intervention (pci) procedure for the severely tortuous and 75% stenosed target lesion in the mid right coronary artery (rca). During the procedure, stent delivery was difficult through the guidezilla ii and the device was unable to cross the area before reaching the lesion. The guidezilla ii was replaced with a non-bsc device and the stent was able to be delivered. The procedure was completed. There were no patient complications reported. However, device analysis revealed a tear at the collar.